Event description:
In 2004: customer reports that technologist was moving injector around room in preparation of pending pt when j-bow failed, allowing arm to fall. The j-bow safety strap kept the injector from falling completely onto the floor. No pt or staff injuries. Potential for injury exists.

Manufacturer narrative:
Liebel flarsheim mfg report: field service engineer found the collar on the mcmahon suspension system which holds the j-bow into place on the suspension arm had the collar retaining screw loose, which caused the collar to slide upwards causing the brass retaining clip to fall out. This resulted in the separation of the j-bow from the suspension arm. The j-bow/power head did not hit the floor or fall far as the safety cable held the j-bow/injector to the suspension arm. The safety cable functioned as designed. The brass key was reinserted back into place and the collar screw was tightened. The unit was returned to full service by the customer. The domestic distributor, mcmahon (one zone) was notified of this event.